Event description:
The customer reported that the 9800 system needs the x-ray tube calibrated. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep calibrated the x-ray tube following the replacement by an external company. The system was tested and operates as intended.